Event description:
Event: fem-fem bypass during implant procedure. Case details: it was reported that the right iliac artery became occluded during the procedure, and the physician elected to perform a femoro-femoral bypass.